Event description:
A (B)(6) male pt underwent evar on (B)(6) 2014. The device was to be implanted and was successfully placed. After putting all stents in place a verifying angio was made. Through a hole or tear in the fabric, contrast was pouring out in the aneurysm sack. The proximal part of the ipsilateral limb was relined with an add'l stent graft. According to the reporter, there was no pt injury and the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.